Event description:
It was reported that after the insertion of the anchor, a metal substance was confirmed at arthroscopy image, it was found that the tip of inserter got broken. Then, one metal piece was removed with grasper, but another one was remained in the patient. This was confirmed by x-ray after procedure. Bone quality: hard. No patient injury was reported.

Manufacturer narrative:
Due to no product return, the complaint could not be confirmed. Definitive conclusions cannot be made without a device to evaluate. Accurate investigation and evaluation are not possible. The product met specifications upon release to distribution.